Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train and a stall due to shaft bearing, as well as overinfusion with an undetermined root cause. Analysis of pump logs indicated the pump was used to infuse hydromorphone (3.0mg/ml at 0.0189mg/day), clonidine (350.0mcg/ml at 2.21 mcg/day), bupivacaine (30.0mg/ml at 0.189mg/day), and baclofen (150.0mcg/ml at 0.95mcg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable intrathecal pump. The indication for use was non-malignant pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.